Event description:
It has been reported to philips that the system did not start up successfully. The patient's examination was cancelled. The device was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside clinical use when the issue occurred. The system was restarted but no improvement was seen on the reported issue. A remote service engineer (rse) checked the system remotely and found that the device did not start and also the system did not enter the system setup i.e. Basic input/output system (bios). A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. As a part of troubleshooting action, fse found problem with the host pc's hard disk and replaced the hard disk of the host pc. However, the issue reoccurred (MFR 3003768277-2023-05308). The host pc was replaced and the system was returned to use in good working order. The codes were updated based on the investigation outcome.